Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported the patient's (B)(6) controller displayed "replace generator soon" message. The abbott representative met with the patient and updated the patient's (B)(6)software then confirmed the patient's ipg battery voltage was good. The issue was addressed and resolved.